Manufacturer narrative:
The hospital biomed performed a checkout of the equipment and a review of the logs. The anesthesia control board will be replaced. The customer contacted reported the event was on a pediatric patient, but no further specific patient information was available.

Event description:
The hospital reported that, at the start of a case, the unit had a system malfunction. There was no reported patient injury.